Event description:
It was reported that during testing at the user facility the device overheated. However during device evaluation, the device displayed a bias current error when connected to the console, signaling a condition occurred from which the device had the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The failure could not be confirmed because the reported event of heat due to a bias-current warning preventing the handpiece from running. The technician noted that the rotor assembly was corroded. Based on (B)(6) 2013 trending, the most likely cause for the reported event would be the corroded rotor assembly.

Event description:
It was reported that during testing at the user facility the device overheated. However during device evaluation, the device displayed a bias current error when connected to the console, signaling a condition occurred from which the device had the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated.  A follow up report will be submitted if the investigation results require.